Manufacturer narrative:
The devices were not returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.

Manufacturer narrative:
The result, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-01008. It was reported that the patient experienced a cerebrospinal fluid (csf) leak. During a permanent implant procedure, the patient experienced a csf leak while the physician was placing the l4 lead. A blood patch was performed after completing the case. The patient did not report any symptoms following the procedure.